Event description:
A retrieved brantigan I/f cage was returned to depuy acromed. The cage was removed from a pt post-operatively. The cage was initially implanted in april 1998. According to the complainant, the pt had been experiencing pain since jan 2000 and a myleogram revealed that the cage did not fuse, a revision surgery was required to remove and replace the lumbar cage. The returned cage and tissue sample was sent to dr. For a historical analysis as required by the conditions of the co's PMA approval. According to the results of the analysis, the most likely cause of the cage fracturing may be attributed to a delayed union or nonunion. The labeling that accompanies the cage specifically states that "implants can break when subjected to the increased loading associated with delayed union or nonunion." Because a nonunion was reported 20 months post-operatively, this event is not unanticipated.

Event description:
A brantigan I/f cage was returned to depuy acromed. The cage was removed from a pt post-operatively. The cage was initially implanted in 1998. According to the complainant, the pt had been experiencing pain since jan 2000 and a myleogram revealed that the cage did not fuse, a revision surgery was required later in 2000 in order to replace the lumbar cage. The returned cage and tissue sample has been sent for a histological analysis as required by the conditions of the co's "PMA" approval. At this time no further info is available.